Event description:
The facility reported a colleague infusion pump with a piggyback problem. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of "piggy back problem" was not confirmed or reproduced during product evaluation. No cause was identified and no repairs were completed for the reported condition since the problem was never confirmed. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. A service history review revealed the device has not been previously sent into service for the reported condition. A device history record review was performed finding failure of incomplete test (B)(4). Pump was reworked and passed all subsequent testing.